Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0140903. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed and the sample has luer tip damage. No other defect or imperfection was observed. One photo was provided and it shows the sample received. Based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. It could be possible for this defect to occur during the assembly process. It may have been that a jam occurred inducing the luer tip damage. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. A jam may have occurred in the syringe assembly process inducing the luer tip damage.

Event description:
It was reported that the bd 60ml syringe luer-lok" tip experienced a damaged/cracked/deformed tip/luer of syringe. The following information was provided by the initial reporter: damaged syringe tip.